Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower, the station was on black screen and unable to powered on. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station software was found to be locked up and unresponsive. A field service engineer disconnected the battery system was shut down. After reconnecting the battery, the system was rebooted. The user was then able to log in and verify that the system was operational. The system functioned as intended after the field service engineer repaired the device.